Manufacturer narrative:
The device was returned for analysis. The reported mechanical jam and the reported activation failure were unable to be replicated in a testing environment due to the condition of the returned device (stent previously deployed). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. As there was no damage noted to the device during the inspection prior to use, the investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that interaction with the heavily calcified anatomy resulted in preventing the shaft lumens from moving freely; thus, resulting in the reported mechanical jam and the reported activation/deployment failure. Interaction/manipulation of the device resulted in the noted multiple stent sheath kinks contributing to the reported difficulties. The noted outer member-stent sheath bond area partial separation likely occurred due to handling or during packing for return analysis. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
Subsequent to the initially filed reports, additional information was received and the device return analysis revealed that the stent was completely deployed and a partial separation was noted at the outer member-stent sheath bond area. The account confirmed the correct device was returned and noted that the stent was fully deployed outside the anatomy post-procedure. In addition, that account noted to be unaware of the partial separation of the outer member. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was performed to treat a heavily calcified lesion in the superficial femoral artery (sfa). An 8x100mm absolute pro self-expanding stent (ses) was attempted to be deployed; however, failed to deploy due to a mechanical jam with the thumbwheel. Therefore, another absolute pro ses was used and the procedure was completed. There were no adverse patient effect nor clinically significant delay in procedure. No additional information was provided.